Manufacturer narrative:
The explanted pump was returned for evaluation. The pump returned with the driveline cut approximately 9.5 inches from the pump, and the severed portion of driveline did not return. The sealed inflow conduit returned attached to the pump inlet port; however, the conduit flex section was cut in half prior to return. The sealed outflow graft, with the outflow graft bend relief and bend relief collar were returned attached to the outlet elbow. Examination of the sealed inflow conduit, a yellowish-red, non-laminated deposition was found on the proximal-side of the textured blood-contacting surface of the inlet elbow. Although a specific cause for its development could not be conclusively determined, the deposition appeared to have developed in this area. Upon disassembly of the returned pump, a loosely seated deposition was present in the proximal-side of the outlet stator. A similar deposition was found on one of the blades of the rotor. The depositions were not adhered the outlet bearing ball, rotor, or stator blades, lacked denaturing and lacked lamination. Although their origins and a duration in which it was present in the pump could not be conclusively determined, the depositions did not appear to have originated in these locations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the depositions. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process, and the pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient¿s weight was not provided. Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 1 year and 9 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a history of a chronic pump pocket infection, and was evaluated for explanting the pump for recovery. The echocardiogram revealed an ejection fraction of approximately 45 percent. On (B)(6) 2015, the pump was explanted, and an infection was visually noted in the pump pocket. An apical plug technique was performed successfully.